Manufacturer narrative:
It was reported that the central monitoring system (pu-621ra) hard drives failed while monitoring bedsides. No consequence or impact to the patients was reported. Nihon kohden is currently working to send the customer a loaner device to resolve the issue, while the defective device is being sent in for evaluation and repair. Nihon kohden continues to investigate the reported event. The following fields are not applicable (na) to the MDR report: lot#: expiration date. Additional devices information: the following devices were being used in conjunction with the cns: concomitant medical products: bsm-1753a's: no serial numbers were provided.

Event description:
It was reported that the central monitoring system (pu-621ra) hard drives failed while monitoring bedsides. No consequence or impact to the patients was reported.

Event description:
It was reported that the central monitoring system (pu-621ra) hard drives failed while monitoring bedsides. No consequence or impact to the patients was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the hard drives on the central nurse's station (cns: (B)(6) ) failed while monitoring patients on the bedside monitors (bsms). No patient harm was reported. The defective device was sent in for evaluation and repair. Service requested / performed: evaluation / repair: device was sent back to nka for evaluation and repair. The reported issue was duplicated: errors observed for both hard drives. Both hard drives (9000006111a hard drive, 500gb, (B)(6) ) were replaced to clear the errors. This device was put into service on (B)(6) 2016. Service history for this serial number shows this is an isolated incident. Investigation summary: root cause: the internal hard drive(s) have an expected life of (B)(6) operating hours (equivalent of two years). When usage has exceeded (B)(6) hours of operation, the cns displays a prompt at the bottom right corner to let the user know it's time to replace the hard drive(s). When checking the hard drive status, the user can replace the faulty hard drive(s) or continue using the same hard drive(s) if no issues were observed. Based on this observation, it can be concluded that hard drive failure is attributable to the end of the component's useful life. The reported issue does not require further investigation through CAPA process. Per the hha, risk mitigation factors are acceptable, and the residual risks are acceptable. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 additional device information: d10 concomitant medical device: the following devices were used in conjunction with the model #: bsm-1753a